Event description:
Customer reported that system will not display images during fluoro, but will put image on film. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera and image processor. System operates as intended. This MDR is related to ge healthcare.